Event description:
An optometrist reported a patient with epithelial cell ingrowth one month post flap lift enhancement. The patient reported blurry vision. Upon additional follow up, the reporter informed that the epithelial ingrowth was removed and the patient is doing well.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).